Manufacturer narrative:
(B)(4). G2: foreign: spain. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during surgery, the implant was opened and the ring to the metal cup was out place. Another cup was opened and used to complete the case. There was no patient involvement.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Updated: d9, g3, g6, h2, h3, h6. Visual examination of the returned product identified the liner was returned sealed inside of the pouch. The shell was returned loose with the locking ring in the correct position. The locking has been bent and was removed for further evaluation. The ring has damage visible to the underside of the device. The width and thickness of the locking ring was checked and found to be within specifications. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. Review of complaint history found no additional related issues for this item and the reported part and lot combination. Medical records were not provided. The root cause of the reported issue is attributed to a manufacturing deficiency, and an internal investigation was opened to investigate the potential root cause further. Further evaluation is being carried out and a product hold has been initiated and in progress. Based on the product review, the complaint is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.